Event description:
This consumer is reporting a chair that he purchased for his disabled brother. This chair lifts a person to a stand up position and in his brother's case it is because he cannot lift himself. The brother dropped some sort of a plastic bottle around (B)(6) 2019 on the flow that went under the chair and when the brother used the chair to stand himself up the bottle under the chair damaged the mechanism under the chair. This caller states that he is creating the report because there is room for a child to crawl under the chair and he believes that if a child was under the chair, it could crush or otherwise injure that child. There are no injuries being reported. He contacted the MFR who told him that was like running over a nail in the road. Purchase date: 01/08/2019. (B)(4).